Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse inspected logs and found no usm 3 error codes, fse showed staff that there were no errors on usm 3 for the dates they had issues. Fse swapped usms 1 and 3 and will monitor if issues follow. The system was inspected and ready for use. Intuitive surgical inc. (Isi) has not received the da vinci product associated with the customer-reported complaint. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, universal surgical manipulator (usm) 3 isn't working properly. Caller stated that it was working, but then during the case it acts like it doesn't realize the drape/sterile adapter is on. Caller stated they have to reseat the instrument and sterile adapter. Caller also stated the arm doesn't seem to be moving like it's suppose too. Customer is continuing with the case but would like the field service engineer (fse) to check out the system. Tse tried to view onsite logs, but onsite wasn't connected during the call. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue did occur with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue did occur while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was related to an inability to move the instrument at all (e.g., static instrument). The movements of the surgeon did not scale appropriately to the instrument (e.g., distance intended matched distance instrument moved), it was less. It is unsure if the instrument move in the intended direction (e.g., intended direction=right and observed instrument movement=right). The timing of instrument movement was not appropriate (e.g., instrument moved when surgeon commanded movement without delay/lag)? It is unknown if there any shakiness and/or friction experienced/observed. There was no instrument-to-instrument or system arm-to-arm interference. There were no external collisions (e.g., collision between system arm and external or equipment and/or staff). The issue was intermittent. The action was being taken and/or intended when the issue occurred was waited and retried. They waited to resolve the issue. The lot number of the drape is unavailable. The drape is not available for return. There was no injury to the patient. The device was inspected prior to use and no damage was noted. The instrument is not available for return to isi for evaluation. Photographic images of the device(s) or a video recording of the procedure are not available for isi review. Unable to provide time.